Event description:
Pt presented for coronary artery bypass grafting surgery. Uneventful instruction of anesthesia. Pt developed anaphylactic shock intraoperatively after insertion of central venous line that was impregnated with an antimicrobial sheath. Resuscitated with fluids and epinephrine bolus then infusion. Surgery canceled and pt transferred to ICU. Recovered. Allergy testing confirmed allergy to chlorhexidine. Pt had one prior exposure (sensitization) to chlorhexidines in the form of plastic surgery for cancer removal. Before the above event, he did complain of pruritus to chlorhexidine wash of wrist before placement of arterial line (done awake). The central venous line placed in the anesthetized pt was arrowgard blue catheter with antimicrobial sheath containing both chlorhexidine and silver sulfadiazine. This was a case of anaphylaxis to chlorhexidine seemingly caused by central venous line insertion.